Manufacturer narrative:
Button error alarm and no button response due to corroded keypad traces. Insulin pump received with cracked reservoir tube lip, minor scratched display window.

Event description:
Customer reported via phone call that insulin pump was beeping and alarmed a button error alarm. Customer was unable to clear the alarm. Customer's blood glucose was 253 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.